Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned rf generator indicated all labels are intact, legible and are free of physical damage. It was also verified that all internal components were secured, and normal wear was noted on the chassis exterior. When functional testing was performed, only port 2 was observed to reach & then exceed the desired temperature resulting in an alarm, confirming the reported event. For the sake of investigation, the temperature control board was temporarily replaced with a known good board assembly & power was cycled to the unit upon which normal function was restored to the generator as all ports reached the desired temperature with no further anomalies identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event citing abnormal temperature output was successfully isolated to abnormal functionality of the temperature board assembly.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a procedure, the generator made a high pitched noise and one of the probes went up to 96-98 degrees celsius. The generator was power cycled and the probes were replaced, but the issue remained. The patient was already prepared for the procedure when the case was cancelled. There were no adverse consequences to the patient.